Manufacturer narrative:
Zhou, k. Z., maingard, j., kok, h. K., wang, j., barras, c. D., ohare, a., . . . Asadi, h. (2019). Endovascular retrieval of dislodged neurovascular devices with a stentriever: case series and technical review. World neurosurgery, 123. Doi:10.1016/j.wneu.2018.11.248 the apollo catheter has not been returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of apollo separation. The article states that in case 3, the patient with dural arteriovenous fistula presented for elective embolization. A 3.0cm apollo delivery catheter was maneuvered to the arterial feeding component of the fistula. During the procedure, the distal portion of the microcatheter fractured and was dislodged into the middle cerebral artery. The fractured tip was able to be retrieved using a stentriever. The procedure was successfully completed without further issues. The patient reportedly did not experience any neurological deficit.